Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging an unspecified error message on her one touch basic meter. The patient mentioned that the alleged issue with the meter began in the morning of an unspecified day in (B)(6) 2010. Due the alleged issue, the patient continued to take her usual dosage of medication, humalin 70/30. The following day, the patient developed symptoms of feeling and shaky. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The patient denied any misuse of the product. This was not the first time the product was being used. The allege disuse was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the unspecified error message, she was unable to test and the following day developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k)# is k023948. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.